Event description:
A rptr reported that their child had a novafine 30 needle tip break off in their arm. The patient had been using novofine 30 needles for approximately two weeks with humalog disposable insulin delivery device. In 2001 patient gave self an injection in patient's right arm. When patient withdrew the needle from patient's skin the tip broke off and remained in patient's arm, and patient was unable to pull the needle out. The patient was evaluated by the family physician later in 2001. Two x-rays were performed and the patient was referred to a general surgeon on the same day. Two days after, the surgeon removed the needle tip from the patient's arm under fluoroscopy in an outpatient surgical center. The patient was advised to clean the sutures at the surgical site with peroxide and to apply neosporin four times a day. Patient was given percocet for pain as needed for 48 hours but patient did not receive any antibiotic therapy. One week later, the patient was evaluated by the surgeon and has fully recovered. The family member stated that their child has reused needles in the past, however, the needle associated with the event was used only one time. The family member could not confirm how the device was held when the event occurred, but family member thought that their child usually holds it steady when patient performs self injections.

Event description:
A rptr reported that their child had a novafine 30 needle tip break off in their arm. The patient had been using novofine 30 needles for approximately two weeks with humalog disposable insulin delivery device. In 2001 patient gave self an injection in patient's right arm. When patient withdrew the needle from patient's skin the tip broke off and remained in patient's arm, and patient was unable to pull the needle out. The patient was evaluated by the family physician later in 2001. Two x-rays were performed and the patient was referred to a general surgeon on the same day. Two days after, the surgeon removed the needle tip from the patient's arm under fluoroscopy in an outpatient surgical center. The patient was advised to clean the sutures at the surgical site with peroxide and to apply neosporin four times a day. Patient was given percocet for pain as needed for 48 hours but patient did not receive any antibiotic therapy. One week later, the patient was evaluated by the surgeon and has fully recovered. The family member stated that their child has reused needles in the past, however, the needle associated with the event was used only one time. The family member could not confirm how the device was held when the event occurred, but family member thought that their child usually holds it steady when patient performs self injections.